Event description:
Reportedly this MFR has supplied us extremely poor quality ring cutters, that are rusted and have white powder like chemical on the instrument. They fail to do anything about it and we have defective ring cutter from them to show as proof.